Event description:
Meter had not been working for the past week and pt had not been taking their insulin due to the meter not powering on. Sometimes the meter would give pt intermittent power and then it would power off. They had not changed the batteries and had the meter for a year. They had a schedule appointment and were experiencing symptoms of "feeling out of it." They did not test on their meter and took the meter to the doctor's and asked if he could fix the meter. At the doctor's office meter worked; however, it gave a result in mmol/l. They do not recall the reading. Md advised the pt to contact lfs to get assistance in setting the meter to the correct unit of measurement. The md tested the pt on their meter and obtained a 398mg/dl and treated the pt with 70/30. Pt mentioned they did not take their set amount of 70/30 in the am and pm for the week, because they did not want to take it without knowing what their blood glucose was. This case is being reported as an adverse event, since the intermittent power of the meter led to the serious injury.